Event description:
I had an emergency appendectomy in 2005. Sometime around christmas time I developed an incisional hernia because my appendix had been ruptured for approximately a week and gangrene and a lot of infection were there. I had a CT scan in the ER in 2006, where it was determined I had a hernia. I had a regular appointment with the dr who did my surgery 3 days later and he did confirm that I had the hernia and that I needed it repaired. I had open ventral hernia repair the next day, at which time the dr implanted a bard kugel hernia mesh patch (large, 5.4" by 7"). I had pain from the onset and had to go back to see him and made trips to the ER because of the pain. The dr who did the surgery told me that during the surgery he probably sewed in a nerve which was causing all of my pain. I had to go to the ER 2 months later and they did a CT scan and it was determined that the hernia patch had failed and that I had a loop of bowel on top of the mesh and the same dr tried laparascopically to remove the loop of bowel but was unsuccessful and had to abort that method and open me up and remove the old patch and replace it with another large hernia patch.